Manufacturer narrative:
B5: information contained in b5, was missing in the first follow up report. This information is now included in b5.

Event description:
It was further reported, that the product problem was discovered, during testing.

Manufacturer narrative:
Other text: b6: updated with additional information. H6: patient code updated reflect code 4582.

Manufacturer narrative:
Returned device was received in good physical condition;. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the returned pump. The software was reinstalled as a precaution. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error code 45986. There were no reported adverse events.